Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal left anterior descending artery, exhibiting 88% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion and due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. When the device was returned to the manufacturing facility, it was noted that the stent was damaged.